Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that hematoma was observed. Pocket revision was performed successfully. Device remains implanted. Patient was fine following the procedure and will be followed up normally.